Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, post valve deployment, there were difficulties withdrawing the delivery system into the 14fr esheath+. On angiography, it was noticed that the top of the esheath+ had bent in on itself or fully detached. A vascular cut-down was performed to remove the system. Subsequently, imagery was provided for evaluation. A review of the provided imagery revealed the esheath+ liner appears to be delaminated. No additional details have been provided.

Manufacturer narrative:
A supplemental report is being submitted to include additional information. The following sections of this report have been updated: h10 (related report numbers) and h11 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-01031 for details of the other event. The investigation is still ongoing.

Manufacturer narrative:
A supplemental report is being submitted to include additional information and document the related manufacturer report numbers in section h10 (related report numbers). This is one of three manufacturer reports being submitted for this case. Please see manufacturer report numbers 2015691-2025-01031 and 2015691-2025-03952 for details of the other events.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences engineering summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed the esheath+ liner appears to be delaminated and outside of the sheath shaft. The c-marker appears to be attached to the liner. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In this case, the esheath+ liner delamination was confirmed based on the evaluation of the provided imagery. The available information suggests that procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported that there may have been some residual contrast remaining in the delivery system balloon. Withdrawal of a delivery system with an altered balloon profile (residual fluid in balloon) can lead to the system to catch onto the sheath liner, resulting in liner delamination. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the device evaluation and the updated investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. There was imagery provided for evaluation. A review of the imagery revealed the esheath+ liner appears to be delaminated and outside of the sheath shaft. The c-marker appears to be attached to the liner. The device was returned for evaluation. Visual evaluation of the returned device revealed the esheath+ liner was fully expanded and the tip was opened as designed. The liner was circumferentially delaminated 11.5 cm in length from the tip. The c-marker was present and attached to the liner. The returned delivery system balloon was noted to be bunched through the nose tip and torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In this case, the esheath+ liner delamination was confirmed based on the evaluation of the provided imagery and returned device. The available information suggests that procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported that there may have been some residual contrast remaining in the delivery system balloon. Additionally, evaluation of the returned device showed that the esheath+ liner was delaminated and the delivery system balloon was bunched through the nose tip and torn. Withdrawal of a delivery system with an altered balloon profile (residual fluid in balloon) can lead to the system to catch onto the sheath liner, resulting in liner delamination. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.